Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37743 , serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported that on (B)(6) 2016 they felt pain and needed to increase stimulation. When the consumer tried to use the patient programmer (pp) they noticed the antenna jack was broken and they could hear something rattling inside of the pp. No out of box failure was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that the cause of the change in therapy was charging issues and that re-education was given regarding therapy.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.